Event description:
Patient fell on their leg and had a femoral fracture. These implants were removed and replaced. Fall wasnt related to the implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. Parts were manufactured per specification and all raw materials met specification. The investigation cannot draw any conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.